Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: anterior approach to l4-5 and tumor body via the retroperitoneal approach l4-l5-s1, a lift. Pre-op and post-op diagnosis: l4-5 instability. No complications were reported. On (B)(6) 2007, patient underwent following procedure: retroperitoneal approach, anterior l4-5 discectomy and interbody fusion with interbody cages and rhbmp-2/acs. Pre-op and post-op diagnosis: lumbar instability. Implants: 16 x 26 mm interbody cages x 2. As perop notes: ".. The endplates of the disc space were reamed inferiorly at l4 and superiorly at l5, first to the right of midline and then to left of midline. A 16 x 26 mm interbody cage was packed with bmp and inserted into the l4-5 disc space on the left side. A similar cage was placed on the right side using fluoroscopic assistance.. The patient tolerated the procedure well without complications. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.